Event description:
The lay/user pt contacted lifescan (lfs) in 2008 alleging a damaged display on his ultralink meter. The pt mentioned that there is a "purple blob on the display". The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the damaged display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.